Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to right ventricular (rv) lead loss of capture (loc) concerns. A recent in-office interrogation revealed a threshold measurement of 1.9v @ 0.4 ms with a programmed rv output of trend 2 v @ 04 ms. Two days later, rvat was unsuccessful. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.